Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7085668.

Event description:
It was reported that following an implant procedure the patients leads have migrated causing loss of stimulation. No device malfunction was suspected. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively with an excellent coverage of the back and other pain areas after stimulator was turned on. The explanted leads will not be returned.